Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was severely calcified and moderately tortuous located below the knee. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter ruptured during use. The procedure was continued with another coyote es mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and tip damage was observed. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole adjacent to the distal end of the markerband. The device presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was severely calcified and moderately tortuous located below the knee. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter ruptured during use. The procedure was continued with another coyote es mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).